Event description:
The event was reported via the excellent study, the 76-year-old female patient presented with an unknown stroke type. At the time of the complaint initiation, the baseline stroke event and details of the procedure had not been made available. The patient¿s baseline nihss score was 5. The modified rankin scale assessment was not made available at the time of this review. On (B)(6) 2024, the patient underwent an endovascular mechanical thrombectomy procedure. The first pass was made via direct contact aspiration device alone. A cereglide 71 intermediate catheter (nic71132c / 31275832) was used that targeted an occlusion in the right m2 segment of the middle cerebral artery (mca). The pre-pass modified thrombolysis in cerebral infarction (mtici) score was 2a. There was no clot retrieval. The post-pass mtici was 2a. The second pass was made using a 3mm x 32mm trevo stent retriever (stryker) targeted the same occlusion in the right m2 segment of the mca with 3-minute incubation time. The pre-pass mtici score was 2a. There was no clot retrieval. The post-pass mtici score was 3. On (B)(6) 2024, the patient¿s 24-hour post-procedure nihss assessment was performed which resulted in a score of 1. The patient experienced a subarachnoid hemorrhage (sah) on the same day, (B)(6) 2024, which became known to the site and sponsor on (B)(6) 2024. The principal investigator (pi) assessed this event as not serious, moderate in severity, and as not related to the embotrap iii study device, not related to the large bore catheter, possibly related to the cereglide71, and probably related to the surgical procedure. The event was not medically/surgically treated. The outcome is recorded as ¿recovered/resolved¿ with an end date of (B)(6) 2024.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, age, gender, ethnicity, and race were not provided. Section d.2b: procode is nry/qjp. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (31275832) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Hemorrhage is a known potential complication associated with the use of the cereglide71 and is listed in the instructions for use (IFU) as such. There were no alleged quality issues related to the used device, as the device performed as intended. The event of subarachnoid hemorrhage (sah) was assessed by the pi as possibly related to the cereglide71 and probably related to the primary surgical procedure; as such, the relationship between the adverse event to the used device as a contributing factor cannot be ruled out. Additionally, the severity of the event/impact to the patient is unknown, as the patient¿s baseline and 7-day post-procedure mrs scores were not made available. As explained in the referenced literature article, more than one third of sah survivors live with major neurologic deficits; these deficits are present even in many patients considered to have a good outcome. Based on this information and the assessment of the pi, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. Reference: nelson se, fragata I, rowland m, de oliveira manoel al. Editorial: outcomes in subarachnoid hemorrhage. Front neurol. 2023 may 3;14:1186473. Doi: 10.3389/fneur.2023.1186473. Pmid: 37206913; pmcid: pmc10191253. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 12-jul-2024. [Additional information]: on 12-jul-2024, additional information was received from the excellent clinical study team. Per the information, there was no active bleeding / extravasation of contrast medium during the procedure. The subarachnoid hemorrhage (sah) was detected on scheduled follow-up CT. The location of the sah was the sylvian fissure that surrounds the m2 branch that was occluded and subsequently successfully recanalized with one aspiration maneuver and one stent retrieval with additional aspiration. There were no device malfunctions observed with neither the cereglide nor the stent retriever nor other materials. Updated sections. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the modified information received on 29-oct-2024. [Modified information]: on 29-oct-2024, modified information was received related to the severity of the adverse event subarachnoid hemorrhage. The severity of the adverse event subarachnoid hemorrhage was modified from ¿moderate¿ to ¿mild.¿ updated sections. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.